Manufacturer narrative:
Date of this report: (B)(6) 2015. It was confirmed that there was no patient impact. (B)(6). Date received by manufacturer: 09/11/2015. Product evaluation: when received in service and repair, the handpiece was not running. Pre-repair temperature tests could not be performed. Initial inspection also found that the device had a badly kinked cable. Usage of device: reuse.

Event description:
It was confirmed that there was no patient impact.

Manufacturer narrative:
Date of this report: (B)(6) 2015. Date received by manufacturer: 10/7/2015. Product evaluation: when received the handpiece would not run; the motor was seized. Disassembled housing and found that the seals were worn and the bea rings, housing and motor were corroded due to dried saline. Replaced the seals, bearings, housing, motor and cable. The handpiece was repaired, cleaned, tested and passed to manufacturing specifications. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: no analysis results available; evaluation expected but not yet begun.

Event description:
It was reported that prior to use the device was found to be overheating. A backup device was used for the procedure; there was no patient impact or injury reported.